Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed that the bolus was not delivered. Customer indicated that this is the second time that the alarm has occurred and that the pump also alarmed pump error. Customer's blood glucose was 225mg/dl at the time of incident. Troubleshooting found that the pump passed the self test. It was also found that due to the pump alarming twice fo the bolus issue, customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected hardware low level failures alarm noted during testing. However, hardware low level failures error confirmed in the device history due to broken trace on keypad assembly. Device was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus delivery anomaly was noted.